Event description:
Resident had a bath in the electric lift which is part of the tub. When the pt was lifted to be taken out of the tub, the motor failed causing the pt to be suspended in the air. The pt had to lean forward to be taken out of the chair. On 5-9-97, pt complained of chest pain, the pt was able to put one foot on the ground when she was suspended in the air, so the reporter doesn't believe the chest pain is related to the incident.